Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost stimulation as the ipg became inoperable and was unable to communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail. Programmer displayed error code 2501. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.